Event description:
Cardinal health jackson-pratt wound drainage reservoir 44-2592/44-2593 would not hold suction, the drain was placed well in drainage site (no eyelet was visible) and suction was being maintained. Later in shift, the charge was assisting pt to dangle and noticed that the device was not holding suction. During process of pt sitting up at side of the bed, the device fell to floor and leaked fluid. The charge nurse was able to determine that the leakage was not from emptying prior or tubing. When the charge nurse collapsed the device, she could hear a hissing sound. At the time the device lost suction very quickly. FDA safety report ID# (B)(4).